Event description:
Event description cpi received information that the physician was unable to establish telemetry with this implantable cardioverter defibrillator (ICD). The ICD was removed and replaced.